Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports during an ercp they got a generator overload message that caused the fluoro to fail. They moved the patient to complete the procedure. No reported injury.

Manufacturer narrative:
Biomed called tech service saying that the sedecal generator was getting a generator overload mssg, (e09), during fluoro. When he tried to calibrate large filament he heard the rotor speed keep getting slower and eventually the system gets a generator overload and will not complete calibration. On a follow up call the customer reported they have decided not to repair the system. They have taken it out of service and are getting a new room in (B)(6).